Manufacturer narrative:
(B)(4) follow up: it was reported there was a defective needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two needle assemblies without the plastic shields. One needle is broken where the epoxy joins the needle to the hub. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Material #:303018; batch#:unknown. It was reported by customer that they had a defective needle. Rcc received a complaint via email. Defect description: defective needle. Vendor part #: 303018. Medline complaint #: (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:303018. Batch#: unknown. It was reported by customer that they had a defective needle. Additional information: to confirm the broken piece location any imaging happened the needle broke off into the patient¿s abdominal cavity upon injection of a tap block. No additional details were provided regarding a scan or xray to image. Any surgical procedure occurred to remove the broken piece from patient? Unknown but end user did confirm that metal portion of the needle was retrieved in its entirety.